Manufacturer narrative:
One device was received for evaluation. Visual inspection found the device to have no physical damage. 'Battery depleted' and 'battery low' messages were found in the event history log. Functional testing was unable to duplicate the reported problem; however, the issue was verified in the ehl. The root cause was unable to be determined. The device passed all functional testing. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device's low battery alarm sounds even battery was replaced. Event occurred while patient in use, no adverse patient effects were reported by the customer.